Event description:
Defective breast implant. Represented to rptr as safe and reliable for life. She was not told of the associated risks involved. Her health has been affected as a result of being implanted. Can furnish documents upon request or need. One problem is the cost of removal $9,600. She can't afford this expense. Her son has cancer she has immune problems, lupus type symptoms since 2/95 ongoing, mouth tumor 1985 ongoing, fatigue (can't work or do household chores.) She can't care for her family due to the infections, fevers, pain, fatigue, liver problems and muscle weakness.